Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow-up. Upon review, the right atrial lead exhibited total undersensing due to a suspected lead fracture. Stored electrogram review revealed the device incorrectly diagnosed supraventricular tachycardia as ventricular tachycardia and delivered inappropriate antitachycardia pacing therapy. Programming changes were performed. The patient was stable throughout.